Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. Following the procedure, the patient experienced granulomatous reaction at the suture site with bacterial overlap which led to surgical drainage and nasal tamponage for 48 hours. The patient experienced delay in recovery time. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.